Manufacturer narrative:
Device eval by manufacturer: the returned product consisted of a stent that was completely deployed and loose. Visual examination of the outer shaft, mid-shaft and proximal liner did not show damage. The yellow thumbwheel lock was found to be placed in the incorrect position within the device, possibly due to the lock being removed and reinserted. The blue pull handle was pulled approximately 1cm from the handle. X-ray analysis of the device did not show internal damage. Further inspection of the device did not reveal any damage or irregularities. Device analysis of the stent outside the delivery system confirmed the reported clinical observation of premature deployment.

Event description:
It was reported that the stent had inadvertently deployed inside the package. A 6mm x 40mm,130 cm eluvia drug-eluting vascular stent was selected to treat lower extremity arterial occlusion in the superficial femoral artery. When the physician opened the inner package of the device, the tip end of the stent had been exposed. The safety lock and the pull grip were not operated. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that the stent had inadvertently deployed inside the package. A 6mm x 40mm,130 cm eluvia drug-eluting vascular stent was selected to treat lower extremity arterial occlusion in the superficial femoral artery. When the physician opened the inner package of the device, the tip end of the stent had been exposed. The safety lock and the pull grip were not operated. The procedure was completed with another of the same device. There were no patient complications reported.